Manufacturer narrative:
(B)(4). At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead delivered a shock for ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was ineffective and the shock was delivered but was also ineffective. The rhythm ultimately broke during the second charge and shock was diverted. The following day the rv lead was explanted due to dislodgement. The ICD remains in service and there were no additional adverse patient effects.